Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that staff was able to get the instrument out of the patient and introduced a new instrument on arm #1. The system was verified and ready to use.

Event description:
It was reported that during da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report the force bipolar instrument broke on arm #1 and was now stuck in the patient. Tse provided guidance to remove the arm and the instrument together. The staff was able to get the instrument out of the patient and introduced a new instrument on arm #1. Tse had the caller inspect the original force bipolar for any loose or missing pieces. The caller stated that it was bent but not broken. The procedure was completed with no reported injury.